Event description:
Pharmacist reported that one patient (female) presented calcification at application site (on the left knee). She did not know more details about the case. On the same day, (B)(6) 2017, the patient contacted and informed that she performed 3 suprahyal applications on the left knee and presented calcification at the site. The exactly applications dates were not informed. In addition, in the last application performed on (B)(6) 2017 she also experienced pain. The pain only improved one day after the application, on (B)(6) 2017. According to the patient's physician, the calcification occurred due to inflammation of the site (left knee). Patient explained that before applications to the left knee, she performed suprahyal applications on the right knee and no adverse event was presented. The indications of suprahyal treatment, posology and use of other medications or concomitant diseases were not reported.